Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure, one resolute onyx rx coronary drug eluting stent was implanted to treat a lesion. The device was not inspected. It was reported that the stent was expired by one week when implanted into the patient. It was stated that the use by date checks had been performed and a double check by a manager was performed but the product was not found and assumed to be in use. No patient injury was reported.